Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch could not be used during a vascular diagnostic procedure. The procedure was completed as planned using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was off and the battery indicator was green, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after restarting the azurion system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch was connecting intermittently. The system was not in clinical use when the event occurred. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.